Event description:
Report received of an overdelivery of a nutrimix macro compounder being used to compound neonatal tpn. It was reported that when compounding a tpn for a neonate, the aminosyn 8.5% was supposed to deliver 19.6ml of solution. The customer contact states that because they are just starting to compound for neonates, they were watching the compounder to make sure it was delivering the correct amount since they are much smaller volumes than they usually compound. It was reported that the device delivered 17ml and 18ml and did not give a check amount received message. The customer contact reports all bottles of the tpn were discarded, and none dispensed to pts. There was no reported adverse pt event. The customer contact reports that when compounding neonatal tpn in 2000, the device performed within specifications with no reported problems. Though requested, there was no further info available.